Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, no diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of non conformances related to this complaint investigation was conducted. As a result there was no evidence that any of the mfg process and procedures performed contributed to this event. It is noted that there are blank areas on this form, the info was not provided or is unk.

Event description:
Pt received indicated that wound skin lifted when product was removed from around a quarter size three week old diabetic ulcer. The diabetic ulcer was located at the ball of the pt's foot. The MFR the reviewed packaging insert and gave instructions for product use. The area that was bleeding and stripped has healed and the diabetic ulcer is smaller.